Manufacturer narrative:
Correction: the main component of the system and other applicable components are: product ID 3889-28, lot # va16ubr, implanted: (B)(6) 2016, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16ubr , implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had issues finding the implantable neurostimulator (ins) since implant. Sometimes it took her 30 minutes to find the ins and connect with the patient programmer. It was noted that the patient was placing the antenna in the wrong location. Three to four days prior to (B)(6) 2015, the patient could feel a large lump on her spine at the lead insertion site. The patient also had a lack of efficacy since (B)(6) 2016. She had severe urgency which caused leakage. She had not tried to increase stimulation. There were no traumas or falls reported that could be related to the issue. The patient had an implantable neurostimulator for pain from a different manufacturer and didn&#62752;know if it was causing any of her issues.

Event description:
Additional information from the patient reported that the trial worked great and instead of going to the bathroom 17 times per day they were only going 7 times a day. Since the permanent implant their frequency was not reduced and they were going 16 to 17 times a day. They patient also reported burning that kept them awake at night but does not think it is related to the device or therapy, as they had the burning prior to the implant. They went to their hcp and they told the patient they did not have an infection. During the report, the patient was on program 4 at 2.0 and stimulation was on. They said that if they tried to increase stimulation higher, it was kind of painful. The patient had tried all 3 programs available to them, they did not have a 4th program, but the hcp wanted them to have one more to try. It was noted that the patient not getting 50% or better symptom control. Follow up from the patient on (B)(6) 2016 reported their issues previously mentioned were not resolved. They noted they had a lot of problems with the pain and programming the device. They "don¿t change it anymore" and stated it is too difficult.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.